Manufacturer narrative:
The product is not available for evaluation.additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
Additional information was received and the site reported that no stent thrombosis occurred for (B)(4) patient. The code stent thrombosis will be removed and this complaint will be unreported as it will no longer be deemed MDR reportable.

Manufacturer narrative:
The product remains implanted in the patient and is thus not available for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14102818 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 14102818. Manufacturing records for lot 14102818 were reviewed and product met all quality requirements for product acceptance. A DHR review was requested to (B)(4) and the results indicate that the stent shipped meets specified release requirements.

Event description:
As reported by the (B)(6) study, the patient experienced stent thrombosis one year after the index procedure. The target lesion was located in the ostium of the right internal carotid artery (ica). The lesion was described as 85% stenosed, 18mm in length, >= 3mm width and circumferential, arch type iii, eccentric, ulcerated, with severe calcification. The reference vessel was 6.5mm in diameter and mildly tortuous. Pre-dilation was not performed. A 5mm angioguard rx was successfully deployed beyond the target lesion. An 8x30mm precise pro rx stent was successfully implanted. Residual stenosis was unknown. It was unknown if the lesion was post-dilated. There were air bubbles present during the procedure. The patient left the angiography suite with no neurological deficit. One year after the index procedure, the patient experienced stent thrombosis. According to the investigator, the event was not related to cordis product or the index procedure.